Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, submitted a report of lens power change. Additional information has been requested and received stating that the patient continued to complain of dissatisfaction due to astigmatism after surgery with the previous company toric t4 14.5d lens. Subsequently, an exchange procedure was performed with a company monofocal lens.